Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil perforated though the posterior mid fundal/ left punctured through the uterus/ perforation (uterus)") and device expulsion ("mid wall of her uterus adhered to the right cornual region of the uterus/ right side was on the sidewall of the uterus/ the other was found to be adhered to the right corneal region of the uterus where there was no evidence of a fallopian tube") in a 36-year-old female patient who had essure (batch no. C35239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2015. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2010), dermoid cyst and right salpingo-oophorectomy. Patient had no complications during any of pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Essure did not caused birth defects. Previously administered products included for birth control: microgastrinae -fe from 2011 to september 2015 and joleyett from 2010 to 2011. Concurrent conditions included mood swings. Concomitant products included anovlar (ethinylestradiol w/norethisterone acetate) from september 2015 to december 2016 for birth control as well as anovlar (loestrin) from september 2015 to december 2016, docusate sodium (colace) since 2016, hydrocortisone acetate (anusol hc) since 2016, ibuprofen since december 2016 and oxycone (percocet) since december 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/ pain (lower back and lower abdomen) (frequent to constant) (mild to severe depending on the circumstances)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("severe back pain/ pain (lower back and lower abdomen) (frequent to constant) (mild to severe depending on the circumstances)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches/ migraines / headaches") and headache ("migraine headaches/ migraines / headaches"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and abdominal distension ("bloating"). The patient was treated with surgery (operative laparoscopy, left salpingectomy and removal of essure devices, lavage) and surgery (operative laparoscopy, left salpingectomy and removal of essure devices, lavage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction and fatigue had resolved, the device expulsion, headache, gastrointestinal disorder and abdominal pain lower outcome was unknown and the migraine and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Essure did not worsened a previously existing injury/condition. She did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. (B)(6) 2016: hysterosalpingogram - test indicated that right fallopian tube was occluded but her left fallopian tube was patent. *(B)(6) 2016: hysterosalpingogram - test indicated that plaintiff's left fallopian tube was still patent. Additionally, the attending physician noted plaintiff's left essure coil appeared to be misplaced. Current weight as of (B)(6) 2018: 110 lbs. Approximate weight at the time of essure placement: 115 lbs. Bilateral screening mammogram on (B)(6) 2015, conclusion: no mammographic evidence for malignancy. Surgical pathology report on (B)(6) 2016, diagnosis: 1, left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. 2. Bilateral essure devices, removal: gross only. Clinical history: previous essure device placement, requesting sterility, material(s) submitted: 1: left fallopian tube 2: bilateral essure devices gross description: the surgical requisition slip(s) and specimen container(s) match patient's name, date of birth, and specimen description(s). 1, received in formalin labeled "left fallopian tube" was a fallopian tube that including the fimbriated end was 6.5 cm in length x 0.5 cm in diameter. Upon sectioning the tubal segment appears complete. There was no essure device within the lumen. Representative sections are submitted in one cassette labeled. 2. Received fresh labeled "bilateral essure devices" are three segments of coiled wire resembling essure devices. These are 1.5, 2.5, and 8 cm in length and range from 0.1 to 0.2 cm in diameter. There is a scanty amount of attached soft tissue. No sections are submitted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical compliant). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil perforated though the posterior mid fundal/ left punctured through the uterus/ perforation (uterus)") and device expulsion ("mid wall of her uterus adhered to the right cornual region of the uterus/ right side was on the sidewall of the uterus/ the other was found to be adhered to the right corneal region of the uterus where there was no evidence of a fallopian tube") in a (B)(6) year-old female patient who had essure (batch no. C35239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2015. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2010), dermoid cyst nos and salpingo-oophorectomy. Patient had no complications during any of pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Essure did not caused birth defects. Previously administered products included for birth control: joleyett from 2010 to 2011; for an unreported indication: microgestin -fe from 2011 to (B)(6) 2015. Concurrent conditions included mood swings. Concomitant products included contraceptives nos from (B)(6) 2015 to (B)(6) 2016 for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/ pain (lower back and lower abdomen) (frequent to constant) (mild to severe depending on the circumstances)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("severe back pain/ pain (lower back and lower abdomen) (frequent to constant) (mild to severe depending on the circumstances)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches/ migraines / headaches") and headache ("migraine headaches/ migraines / headaches"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("bloating"). The patient was treated with surgery (operative laparoscopy, left salpingectomy and removal of essure devices, lavage) and surgery (operative laparoscopy, left salpingectomy and removal of essure devices, lavage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction and fatigue had resolved, the device expulsion, headache, gastrointestinal disorder and abdominal pain lower outcome was unknown and the migraine and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Essure did not worsened a previously existing injury/condition. She did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. (B)(6) 2016: hysterosalpingogram - test indicated that right fallopian tube was occluded but her left fallopian tube was patent. *(B)(6) 2016: hysterosalpingogram - test indicated that plaintiff's left fallopian tube was still patent. Additionally, the attending physician noted plaintiff's left essure coil appeared to be misplaced. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Bilateral screening mammogram on (B)(6) 2015, conclusion: no mammographic evidence for malignancy. Surgical pathology report on (B)(6) 2016, diagnosis: left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. Bilateral essure devices, removal: gross only. Clinical history: previous essure device placement, requesting sterility, material(s) submitted: left fallopian tube. Bilateral essure devices. Gross description: the surgical requisition slip(s) and specimen container(s) match patient's name, date of birth, and specimen description(s). Received in formalin labeled "left fallopian tube" was a fallopian tube that including the fimbriated end was 6.5 cm in length x 0.5 cm in diameter. Upon sectioning the tubal segment appears complete. There was no essure device within the lumen. Representative sections are submitted in one cassette labeled. Received fresh labeled "bilateral essure devices" are three segments of coiled wire resembling essure devices. These are 1.5, 2.5, and 8 cm in length and range from 0.1 to 0.2 cm in diameter. There is a scanty amount of attached soft tissue. No sections are submitted. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events left punctured through the uterus/ perforation (uterus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Events device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, headache, device ineffective, gastrointestinal disorder, abdominal pain lower, abdominal distension were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil perforated though the posterior mid fundal/mid wall of her uterus adhered to the right cornual region of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a at left salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and uterine perforation to be related to essure. The reporter commented: essure was successfully implanted, without complications. Diagnostic results: (B)(6) 2016: hysterosalpingogram - test indicated that right fallopian tube was occluded but her left fallopian tube was patent. *(B)(6) 2016: hysterosalpingogram - test indicated that plaintiff's left fallopian tube was still patent. Additionally, the attending physician noted plaintiff's left essure coil appeared to be misplaced. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.